Event description:
It was reported that during a cholecystectomy procedure, clip dropped off at first firing. Clip did not load completely after 2nd firing. Another device was used to complete the case. There were no adverse consequences to the pt. One device returning.